Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the status of the investigation. The investigation is in progress. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI no. - not required for this product code. The actual device was returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection revealed no anomalies or defects and the sample met the leak test specification. Visual inspection of the retention samples from three recent lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. Since the production lot number was not provided by the user facility, a meaningful review of production and complaint records was not possible. See MDR 1118880-2017-00005 for the second device reported that was used on a different patient. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported air leaked from the involved tr band device. The following information was provided by the user facility: when the bands were put on the patient and inflated they would not hold their air and deflated; this happened with two bands on two different patients; another tr band was applied without incident; blood loss was reported to be less than 250cc; the procedure was finished; and the patient was reported to be fine.